Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a sterile tip cleaner was found with the pouch not sealed properly. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical performed a follow-up with the customer. The actual device was determined to not be available for evaluation. A manufacturing lot number and photographic evidence was provided for review. Analysis result of the finished good lot number 129841 confirmed that no non-conformance's were noted in the DHR. A photo was provided of the sealing defect. However, additional information was requested from the customer regarding the defect since the photo did not clearly depict the issue. Feedback from the customer stated that the defect was not a sealing issue. The defect was a problem with the sticky sheet which was peeled and coming off inside the unopened package. Production supervisors were notified of the defect and aspen surgical will continue to monitor these complaints. Based on this information, no sterile breach was detected and no further action is required. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a sterile tip cleaner was found with the pouch not sealed properly. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint # (B)(4).